Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have experienced "nothing but problems with this device since it was implanted", fatigue and an inability to walk for long periods before requiring a rest and drink of water. The patient stated that they were in the hospital "about a month ago, sometime in december or january, they ran a bunch of tests and I think they changed it from 50 beats per minute (bpm) to 60 bpm". The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.